Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that during review of their device's transmitted records they saw an abnormal energy shock. In this state wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device logs and verified the reported issue.

Event description:
The customer contacted stryker to report that during review of their device's transmitted records they saw an abnormal energy shock. In this state wrong defibrillation therapy may be delivered. This issue is patient related; however there was no adverse event reported.